Manufacturer narrative:
Analysis had shown no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that they assumed it was the lead, after they changed it the same ens, table, and cable were used with the issue resolving. The lead was sent back for analysis. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for an unknown dbs therapy it was reported that there were no patient issues, only ens testing of the lead. The changed the cable at first and there was no difference, then they changed the lead and was fine. Interoperative lead testing with ens had shown all contacts were out of range. Multiple tests were done and all were out of range. There were no symptoms reported. There were no further complications reported.